Event description:
The customer contact reported an unrequested bolus dose was delivered. On an unspecified date and time, the pump was programmed in the epidural and pca+ continuous modes to deliver fentanyl 2mcg/ml and bupivacaine 0.125% at a rate of 12ml/hr, with a 6ml pca dose, a 15 minute patient lockout, a 90ml 4 hour limit, and a 250ml container size. At 1500, the nurse entered the patient's room and noted the device display indicated that a 6ml pca dose was delivered. The pt denied pressing the pt pendant. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. There was no medical intervention required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.